Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 25oct2018. The fse disconnected and reconnected the back-up battery. The unit works on ac power at startup and switches to battery, then switches back to ac power when it's required. Unit cycles normally with not other problem found. Performed pm and performance verifications passed. Disconnecting and reconnecting the battery corrected the problem.

Event description:
The customer reported that the ventilator works on battery only.the device was not being used for treatment when the reported event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 29oct2018. Date received by manufacturer: 29oct2018.